Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
It was reported that the recipient was experiencing no sound and loss of lock. Troubleshooting attempts were made, however the issue was not resolved. A device failure was confirmed. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed a slice in the electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed sliced electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed a resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data and intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feed thru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance values of a resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was implanted with another advanced bionics cochlear device.